Event description:
A malfunction was reported, identified by the code malf 12, which indicated a momentary power loss to the vibrator motor. This issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Initially, the customer was unable to reset the pump due to not being at home. However, after contacting support, they received assistance from technical support in resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump with instructions to contact support if the issue arose again.